Event description:
The customer reported that she was playing golf and start vomiting. The customer stated that she had a heart attack and went to the emergency room. The blood glucose reading was 496mg/dl and was diagnosed with hypoglycemia. The customer was treated with insulin drip and released the same day with 294mg/dl. The customer stated that when her infusion set was removed the cannula was bent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.